Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 17d017, 17g054, 18b006, 18c002, and 18d004. The actual samples were not available; however, a photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported no flow condition could not be verified through evaluation of the returned photograph. A batch review was conducted for lots 17d017, 17g054, 18b006, 18c002, and 18d004, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that fifteen large volume infusors did not flow. Thirteen of the events occurred during infusion and had patient involvement with no patient consequences. Two of the events occurred after filling, and had no patient involvement. No additional information is available.